Event description:
It was reported that there was a micro ¿dislocation¿ of the left ventricular (lv) lead. The lead was explanted and replaced. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 693565 implantable tachy lead (B)(6) 2010-; c174awk implantable cardioverter defibrillator (B)(6) 2010; 407652 implantable pacing lead (B)(6) 2010. (B)(4).